Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than three weeks after implant the right ventricular (rv) lead had unstable thresholds and had become dislodged. Reprogramming occurred, the lead was revised and remains in use. No patient complications have been reported as a result of this event.